Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The ra lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough analysis of the lead was performed. Visual observation confirmed a deformed conductor coil along with marks in the insulation, most likely from some type of grabbing tool, noted 115-120mm from the terminal pin. Continuity test was performed and no anomalies were found. Moreover, analysis could not confirm the reported clinical observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.